Event description:
It was reported that the patient expired. The lead was previously capped and replaced, however it was noted that the patients recovery was complicated due to the device and leads eroding out of the pocket. The patient developed septicemia. The physician suspected the patient expired as a result of the septicemia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.